Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 245 mg/dl. The customer took a manual injection to stabilize bg level. During troubleshooting with tandem technical support (cts), air bubbles were noted. The customer was guided through the fill tubing process to expel air bubbles.